Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 14185, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was used for 10 applications. The catheter failed the performance test due to system notice #(B)(4) ¿the balloon is deflated.¿ pressure and dissection test revealed a leak between the luer and push button. Inflation showed a kink on the guide wire lumen under the balloon segment; dissection showed the guide wire lumen kink at 1.14 inches from the tip inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryoablation procedure, the balloon catheter was returned and it subsequently tested out of specification per the manufacturer's investigation.